Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. Were there any patient consequences? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient underwent back mass resection surgery on (B)(6) 2023 and suture was used. At 15:00, when the doctor sutured,the problem of pulling off suture needle happened , leaving the needle inside the patient's skin. At 15:02, the doctor immediately removed the needle and checked that there was no residue inside the patient's skin. Changed another one to complete the surgery. Additional information has been requested.